Event description:
A customer obtained false positive troponin results on two pt samples. Elevated results of the magnitude observed might lead to inappropriate physician action. There was no report of pt harm as a result of this event.